Manufacturer narrative:
The device was received for evaluation. During functional testing, not alarming for upstream occlusion did not occur. A review of the event history log revealed the last "upstream occlusion!" Alarm is recorded in the history log on 23-june-2022. The event is potentially related to the issue described by fa 2021-056. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Based on the results of the sample analysis, the reported problem was not due to device malfunction of the spectrum infusion pump; however, it cannot be definitively confirmed if use error caused or contributed to the event. There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not alarm an upstream occlusion during testing. There was no patient involvement. No additional information is available.